Event description:
The customer reported that the holes on the cuff are not big enough for the u bar to go through the vertical slots. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Slot too small. Product has been requested, but has not been received. (B) (4).